Manufacturer narrative:
Site representative, lead oto, s.k. Declined to provide patient identifier, age and weight. On 04/13/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/03/2017 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, when the surgeon was working on the patient with malleable suction, their navigation system became unresponsive. The navigation system stayed on the navigation screen, however, there was no tracking of the suction or mouse movement. In trouble-shooting, the navigation system was re-booted. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.